Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the existing cartridge with the existing needle. Customer¿s blood glucose was 179 mg/dl.